Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 600mg/dl without symptoms. The patient wen to the doctor for an office visit and was treated with insulin via injection. Customer support (cs) completed troubleshooting and troubleshooting showed that the patients prime history for site change shows 0.6 units primed x 3. Patient insists that tubing changed and primed fully. The patient stated that the history is not correct. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.